Manufacturer narrative:
(B)(4). No revision surgery has been reported to integrity implants at the time of this report. No patient consequences were reported. The DHR review did not identify any potential issues with the device history records that may have contributed to the reported event. A review of the complaint history determined that no further action was required as no trends were identified. A root cause was unable to be determined as it is unknown if the component failure was identified intra-operatively. Through multiple communication attempts, we have been unable to confirm if a revision surgery occurred. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Integrity implants will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial posterior lumbar interbody fusion procedure. Subsequently, post-operative imaging identified posterior migration of the inner component from the implanted construct approximately seven weeks later. The patient has not undergone a revision at this time, as the surgeon intends to monitor the patient to determine if a revision would be necessary. No patient consequences were reported.

Manufacturer narrative:
(B)(4). It is unknown if product will be returning to integrity implants and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial posterior lumbar interbody fusion procedure. Subsequently, post-operative imaging identified posterior migration of the inner component from the implanted construct approximately seven weeks later. The patient has not undergone a revision at this time, as the surgeon intends to monitor the patient to determine if a revision would be necessary. No patient consequences were reported.